Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a depleted main battery. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the flogard infusion pump was serviced on-site. A visual inspection and a five minute battery test were performed. During testing it was identified that the battery life cycle was ended. The battery was replaced to fix the found condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.